Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The return request indicated the visao was overheating.

Manufacturer narrative:
The incoming service inspection did not confirm the reported event. Pre-repair temperature testing results: rear 79 degree f, middle 80 degree f, nose 79 degree f. The nose bearings were replaced due to corrosion. The device was tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.